Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, rotor, driveshaft, and bearings, which were each replaced along with other components. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was successfully completed. There were no adverse consequences reported as a result of this event.